Event description:
Mitek anchor opened and implanted. After implantation, it was noted that no implant information was in the package. The reference number is 210393, format 107889. After investigation it was found that the stickers containing the lot number are attached to the outside of the package and fall off easily. Staff was educated not to use any implant that is not marked and has the appropriate stickers. Surgery is talking with sales rep from the company about the problem.